Event description:
On (B)(6) 2023, the patient had primary left shoulder surgery. On (B)(6) 2025, the patient came in reporting a with tight shoulder and limited mobility and the cause is unknown. The surgeon revised the glenosphere, liner, and metaphysis. The surgery was completed successfully (B)(4). On (B)(6) 2025, the patient came in reporting stability issues and the cause is unknown. The surgeon revised the metaphysis and upsized the liner and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 november 2025. Lot 2339642a: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 03-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2416294: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 05-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2417916: (B)(4) items manufactured and released on 24-oct-2024. Expiration date: 09-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.